Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) in drain. The technical service representative (tsr) informed the hp of the error's meaning and how to clear the error. There was nothing noted during troubleshooting that could have caused the alarm. The event occurred during use and a solution was provided over the phone. The patient was connected. No injury or medical intervention has been reported.